Event description:
It was reported that the continuous glucose monitor was not connected to the ilet because the sensor was in use by another device after the user paired and viewed readings in the libre app. Symptoms included no alerts or alarms from the ilet related to the cgm connection. Outcomes included user education, deletion of the libre app, replacement and rescan of a new sensor, and successful initiation of sensor warmup. Investigation included customer care troubleshooting and guidance on proper device pairing. Investigation of this case revealed that the sensor was bound to the libre app, which prevented data transmission to the ilet, consistent with use error and interoperability conflict between compatible devices. It was concluded, based on previously established findings for similar reports, that the cause was user management of the cgm with a non-ilet app leading to device-to-device pairing conflict.